Event description:
It was reported that the customer experienced high blood glucose of 30mmol/l. The customer had nausea and vomiting. Troubleshooting was performed, and insulin did exit while running a manual prime test. Advised the caller to seek medical attention. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.